Event description:
A medical technologist reports that he has been diagnosed as being allergic to latex. He states that he has won and has been exposed to latex gloves made by many different glove mfrs.